Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00mmx12mm promus premier¿ stent was introduced but would not advance through an unspecified guide catheter. It was noted that the stent was "misshapen" and would catch on the side of the catheter. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.